Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid right coronary artery (mid rca). A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon was inflated several times. First inflation was at 2atm; second inflation was at 4atm; however, upon the third inflation at 6atm for 45seconds, it was noted that the balloon ruptured. The ruptured balloon was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.